Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), abdominal pain lower ("cramping"), vaginal haemorrhage ("spotting"), vaginal discharge ("vaginal discharge"), loss of libido ("loss of libido"), menstrual disorder ("menstrual issues"), hypoaesthesia ("numbness"), alopecia ("hair loss"), mood swings ("mood swings"), depression ("depression"), vulvovaginal burning sensation ("vaginal burning"), vulvovaginal pain ("vaginal stinging"), rheumatoid arthritis ("rheumatoid arthritis"), sciatica ("sciatic nerve pain") and amenorrhoea ("not had period since insertion") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dyspareunia, autoimmune disorder, abdominal pain lower, vaginal haemorrhage, vaginal discharge, loss of libido, menstrual disorder, hypoaesthesia, weight increased, alopecia, mood swings, depression, vulvovaginal burning sensation, vulvovaginal pain, rheumatoid arthritis, sciatica and amenorrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, amenorrhoea, autoimmune disorder, depression, dyspareunia, hypoaesthesia, loss of libido, menstrual disorder, mood swings, pelvic pain, rheumatoid arthritis, sciatica, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: abscess is under review. Discrepancy notes ad essure insertion date is (B)(6) 2018 , approx. (B)(6) 2018 no oophorectomy, abscess, ectopic pregnancy, infection, hospitalization, sepsis or blood transfusion. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: no acute pelvic abnormality observed. Concerning the injuries in the case, the following ones were described in social media records: amenorrhea quality-safety evaluation of ptc: unable to confirm complaint~. Most recent follow-up information incorporated above includes: on (B)(6) 2022: pif received. Case becomes and serious incident because of essure removal. Reporter's information was updated. Previously reported event pelvic pain updated serious incident. Removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), abdominal pain lower ("cramping"), vaginal haemorrhage ("spotting"), vaginal discharge ("vaginal discharge"), loss of libido ("loss of libido"), menstrual disorder ("menstrual issues"), hypoaesthesia ("numbness"), alopecia ("hair loss"), mood swings ("mood swings"), depression ("depression"), vulvovaginal burning sensation ("vaginal burning"), vulvovaginal pain ("vaginal stinging"), rheumatoid arthritis ("rheumatoid arthritis"), sciatica ("sciatic nerve pain") and amenorrhoea ("not had period since insertion") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dyspareunia, autoimmune disorder, abdominal pain lower, vaginal haemorrhage, vaginal discharge, loss of libido, menstrual disorder, hypoaesthesia, weight increased, alopecia, mood swings, depression, vulvovaginal burning sensation, vulvovaginal pain, rheumatoid arthritis, sciatica and amenorrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, amenorrhoea, autoimmune disorder, depression, dyspareunia, hypoaesthesia, loss of libido, menstrual disorder, mood swings, pelvic pain, rheumatoid arthritis, sciatica, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: abscess is under review. Discrepancy notes ad essure insertion date is (B)(6) 2018 , approx. (B)(6) 2018 no oophorectomy, abscess, ectopic pregnancy, infection, hospitalization, sepsis or blood transfusion. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: no acute pelvic abnormality observed. Concerning the injuries in the case, the following ones were described in social media records: amenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.